Event description:
It was reported that during a sigmoid resection procedure, the clips were spitting out of the jaws as well as the clips were scissoring. Opened a ussc clip applier to finish the case. The case was completed with no pt consequence.